Event description:
Customer reportedly obtained a result of 188mg/dl on the aviva system and 88mg/dl on a professional device within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.